Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The 0-deg endoscope plus has been returned and evaluated by the failure analysis team. Failure analysis investigations did not replicate nor confirm the customer reported complaint of an orientation issue. The following findings were identified, but not related to the reported issue. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was visually inspected and confirmed to have damage to the cable assembly. The proximal over-molded section of cable assembly located at zone b in the middle 1/3 of the endoscope cable was found delaminated. The endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited corrosion on the electrical contacts and/or circuit board.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the 30-degree endoscope plus instrument had an orientation issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The customer noted there was no procedure delay. No damage was seen when the instrument was inspected prior to use. The surgical task being performed was a robotic prostatectomy. The instrument did not collide with any other instruments or tool during the procedure. The site's instrument cleaning or sterilization methods has not changed recently.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.